Manufacturer narrative:
Mfg batch record review found no discrepancies. The device was discarded by the hosp and was unable to be evaluated. A technical review of the records from r&d was performed. Info provided states that the pt was found in bed with the dissociation, it is difficult to understand how this would have happened. It is possible to dislocate the outer femoral head by the pt rolling over in bed. After the dislocation occurred however, a substantial force would have been necessary to dissociate the head from the liner, such as a closed reduction. Although it is impossible to draw any conclusions from the limited info provided, a closed reduction may have been attempted, which may have resulted in the dissociation. This scenario has been reported by many manufacturers on mdrs describing dissociated bipolar heads. The info supplied indicated that the implant supplied was mfg in accordance with engineering specifications and was not defective. It is not possible to draw any conclusion regarding the cause of the dissociation based on the info available. At this time, jjpi considers this file to be closed.

Event description:
Liner disassociated from femoral hip head. Femoral hip head remains in pt, it was not reported to have failed. A bipolar shell cat# 85-8245, lot# 335082 was also removed, but not reported to have failed.